Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 300-516 mg/dl. The customer changed the pump supplies and delivered a correction bolus to address bg levels. Reportedly, the customer alleged that the pump did not deliver insulin as intended. A system check performed by tandem technical support indicated that the pump functioned as intended. An infusion set type change was performed, however, issue was not resolved. Customer was adamant that the pump was not delivering insulin as intended. Attempt was made to follow up with the customer on the reported issue; however, a response was not received.